Event description:
It was reported a revision surgery was performed where a mobi-c device was removed and converted to an acdf. No further information was provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation: the product was not returned and no photos were provided, so an evaluation is unable to be performed. Potential root cause: a definitive root cause cannot be determined with the information provided. The failure mode is unknown and a potential cause can not be speculated on. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a revision surgery was performed where a mobi-c device was removed and converted to an acdf. No further information was provided.